Event description:
Lead management case to extract two leads due to bacteremia. The physician prepped the 1488 rv lead (impl. (B)(6) 2002) with an lld ez and began lasing with a 12f glidelight. Progress with the glidelight could not be made so the device was removed and the physician used the lld to place traction on the lead. The lead released from the myocardium and caused a tear in the rv. A sternotomy was performed repairing the injury and removing the 1488 ra lead (impl. (B)(6) 2002). The patient survived the intervention.